Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: medical device lot #: 5272646, medical device expiration date: 01/31/2017, returned to manufacturer on: 05/31/2016, device manufacture date: 09/29/2015". Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® edta 2k had the plastic flash attached on the cap. No serious injury or medical intervention.